Event description:
It was reported that the customer was in the hospital with a low blood glucose of 19 mg/dl, and the hospital lost the transmitter. The caller did not have hipaa authorization, and was advised to have the customer call in to give authorization to speak on his behalf. The caller stated that the customer was in the hospital for issues other than diabetes, but the low blood glucose levels were not helping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-95245.